Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The rep stated the clinician programmer was showing inaccuracies in the patient's longevity estimate for the new stimulator. The rep noted that this patient's icon was showing the implantable neurostimulator (ins) low battery screen though the clinician programmer shows many months of life left (caller notes she interrogated the system in (B)(6) 2018). Technical service inquired with rep and she noted this patient's longevity estimate showed "*for new stimulator". Technical service reviewed that this means a por occurred sometime over the past seven years the patient has had the ins implanted. The rep went on to say she was not privy to this patient having any pors in the past and did not know if/when a por occurs, an event date was difficult to pin point. No symptom reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the power on reset (por) occurred when the healthcare provider (hcp) checked for battery life and rather than showing battery percentage the reading showed only 120 months longevity. No additional information was available at the time of this report. There were no further complication reported or anticipated.